Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with tobramycin injection (40mg, once daily), ceftazidime injection (1gm, once daily) and vancomycin injection (2gm, every 5th day) for peritonitis. At the time of this report, the patient had been discharged from the hospital; however, was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up it was reported that antibiotic treatment was discontinued and the patient has recovered from peritonitis (18 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.